Event description:
During a prostate procedure, the device locked on tissue and would not release. The tissue is still in the device. The surgeon resected the tissue with the harmonic scalpel to get the device off of the tissue and complete the case.